Event description:
It was reported that the ventilator was down with a black screen. There was no patient involvement. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Multiple attempts were made to obtain additional information and, on the repair, service of the device that have been unsuccessful. If additional information is later received, a supplemental report will be submitted.